Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l31897, implanted: (B)(6) 1993, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. Product ID: 399930, lot# j0455236v, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3986a, lot# n0038019, implanted: (B)(6) 2005, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that battery status was ¿low¿ on the implantable neurostimulator (ins) and it was nearing end-of-life (eol) status. When therapy impedances were run all values were noted as >4000 ohms. Electrode impedances had values of c-#0 548 ohms, c-1 405, c-2 1679, c-3 593, 0-1 ???, 0-2 1679, 0-3 833, 1-3 833, 1-2 1679, and 2-3 1679. It was that although high impedances were measured the patient did have good therapy from their stimulation. Follow up information reported that it was possible that the impedances were artificially high and would be normal at a higher amplitude but regardless it was confirmed that the patient was still receiving effective stimulation therapy. A procedure to replace the device had not yet been scheduled but was noted that it would be considered natural end of service. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.